Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced erosion, exposure, vaginal pain, irritation, hematuria and urinary tract infections. An excision of mesh was performed.